Manufacturer narrative:
Additional narrative: 510k: this report is for an unknown nail/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during a procedure on (B)(6) 2021, the connection screw was very difficult to remove from the implant. There was concern that the threads could be damaged. The surgeon was able to disconnect the screw but with difficulty. Procedure was completed successfully with no delay. There was no patient consequence. This report is for an unknown nail. This is report 2 of 2 for (B)(4).